Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 400-500 mg/dl. Customer current blood glucose level was unknown. Customer also stated that she had problem with her insulin pump. Customer alleged pump was under delivering. Customer also stated that the insulin exited at the quick release. Customer reports event was resolved by changing complete set. Troubleshooting was performed. The product was returned for analysis.